Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2011 plaintiffs preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2009. Some time after his surgery, patient began experiencing pain and discomfort in his left hip, metallosis exposure, and other injuries presently undiagnosed. Additionally, it is alleged that patient was injured by excessive levels of chromium and cobalt, as shown by the results of his blood-work. Patient has not scheduled a revision surgery.